Event description:
During a renal stent implantation, they physician tried to pass the paramount through the wrong size guide. Once proper guide selection was performed, the stent became dislodged. The stent was snared form the opposite side and the pt suffered no complications.